Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-04481. It was reported the patient was not receiving effective stimulation therapy. The patient underwent surgical intervention where her two pns (off label use) leads were removed. The physician decided to implant two pns systems (two leads and ipg on the right side and two leads and ipg on the left side) to cover the patient's pain area. The patient is now receiving effective therapy.